Manufacturer narrative:
(B)(6). Bd received 1 representative sample from the customer facility for investigation in support of this complaint. The sample was evaluated by actual blood draw and the customers' indicated failure mode for erroneous results/clotting with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned sample.

Event description:
It was reported that the nurse noticed 8-10 out of 100, bd vacutainer® k2edta plus plastic whole blood tubes with lavender bd hemogard¿ closures (13x75 mm, 2.0 ml), had the problem of blood clotting in tubes which shouldn't clot. Defect suspected to have caused erroneous results. No injury blood to mucous membrane exposure or medical intervention reported.